Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report system error (se) 2240 (indicating air ) on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) explained the alarm and advised the hp to discard the supplies and start over with new supplies. Follow up with the nurse revealed that she did not know the patient had the alarm. The nurse stated that the hp was doing well on therapy. The nurse confirmed there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).